Manufacturer narrative:
Method: followed up with company representative. Conclusion: the reported deflation difficulty was confirmed in the laboratory. The balloon could not be deflated. Probable root cause: most probably some sort of occlusion in the fluid path allowing inflation under pressure, but not allowing deflation due to the fluid path being constrained.

Event description:
It was reported that a pt underwent a kyphoplasty procedure with fusion at level l2. During the procedure, the physician drilled a 3.4 mm hole and inserted the balloons bilaterally. Reportedly, the balloons were inflated, however, one of the balloons did not deflate all the way. The physician was able to deflate the balloon enough to pull it through the pedicle. There were no patient complications reported. No additional info was reported.